Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg less than 40 mg/dl) and candy was consumed to address bg. Customer did not know cause of low bg. Recommendation was made for customer to discuss event with their healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 5:18:03pm to 5:47:57 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated on (B)(6) 2019 at 5:18:03 pm. A tubing fill of size 10.5 units was observed on (B)(6) 2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. Blood glucose (bg) values from 48-53 mg/dl were recorded by continuous glucose monitor (cgm) from 5:47:50 pm to 6:12:52 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated on (B)(6) 2019 at 5:47:50 pm. On (B)(6) 2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. Blood glucose (bg) values from 48-49 mg/dl were recorded by continuous glucose monitor (cgm) from 10:23:33 pm to 10:28:30 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated on (B)(6) 2019 at 10:23:33 pm. A tubing fill of size 10.9 units was observed on (B)(6) 2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.